Event description:
It was reported that carelink report showed that automatic left ventricular capture management (lvcm) tests were not performed by the device for seven days. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.